Manufacturer narrative:
.

Event description:
It was reported that the upper and lower walking beams on a powered wheelchair were bent and caused the front caster to raise. When the user would lean forward, he would fall out of the chair.